Manufacturer narrative:
Analysis found that the device overheated. Point1:121°f point2:135°f point3:130°f. The handpiece was noisy, can't pass hi-pot, and too dirty. The bearing was corroded and motor shorted. Motor and bearing were replaced. The device passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the handpiece overheated during set up. There was no patient involvement.